Event description:
The complainant's husband got 2 second degree burns from electrodes of the device. One burn with a large blister was the size of a quarter & the other burn was the size of a pencil eraser.